Event description:
Complainant alleged that while treating a male pt in cardiac arrest, the device did not advise shock on what appeared to be a shockable rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.